Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. It was confirmed that there was a foreign object attached/clogged to the a rubber bonding area, but it was not possible to identify the foreign object. It is likely that the handling (reprocessing) was not in accordance with the instruction manual, resulting in foreign substances remaining. No physical damage was observed where foreign matter remained. The detection method is described in the instruction manual evis exera ii gif/cf type 165 series operation manual chapter 3 preparation and inspection. Prevention measures are described in the instruction manual evis exera ii gif/cf type 165 series reprocessing manual cleaning, disinfection and sterilization procedures. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the image was flickering on the evis exera ii gastrointestinal videoscope. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was identified: foreign material on the bending section cover. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the bending section cover had foreign materials due to insufficient cleaning, the distal end insulation inspection failed, and the electrical connector was corroded. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.